Event description:
Patient purchased colored contact lenses with an online retailer, (B)(6), without a valid prescription. Online retailer did not require a contact lens fitting or current contact lens prescription. This resulted in the patient developing a corneal keratitis since the contact lens did not fit her properly. (B)(6).